Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking and was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and sleevehead, and the lead had apparent explant damage.

Event description:
It was reported that the right ventricular lead showed t-wave oversensing due to the patient's anatomy. The physician elected to place a new lead in a position where t-wave oversensing was less severe. The lead was explanted. No patient complications have been reported as a result of this event.